Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during the third dwell of four of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that could cause or contribute to the alarm. The technical services representative assisted the patient in clearing the alarm and ending therapy. The patient was to complete therapy with manual bags. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.